Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored an inappropriate atrial tachy response episode due to farfield oversensing. Technical services (ts) provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored an inappropriate atrial tachy response episode due to farfield oversensing. Technical services (ts) provided reprogramming recommendations. Additional information from the field representative provided the patient was seen in clinic and the issue was resolved. This pacemaker remains in service. No adverse patient effects were reported.